Manufacturer narrative:
Upon further investigation, additional information reveals that the device reported under this report number is a different patient. Therefore, will no longer be reported under this report number. All subsequent reports will be sent under report 9616099-2025-00853.

Event description:
As reported, the plug of a 7f exoseal vascular closure device (vcd) failed to deploy, and the plug did not detach from the device. Manual compression was used for hemostasis. There were no reports of patient injury. The physician was certified to use the exoseal vcd. There were no visible signs of damage to the device or its packaging prior to use. Angiography confirmed the suitability of the femoral artery, including confirmation that the insertion angle of the introducer sheath was between 30¿45 degrees. It was confirmed that the artery¿s diameter was =5mm, and no significant calcification, plaque, stents, or >50% stenosis was observed near the puncture site. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use of the exoseal vcd. The procedure was performed using a retrograde approach. Details about the introducer sheath used (manufacturer, model, and french size) were unknown. One exoseal device was used for the patient. The deployment button was fully pressed and flush with the handle. Additional information was requested but not provided. The device is being returned for evaluation.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.